Event description:
Customer reports a 6.5 inr using hemochron signature+ instrument. Subsequent (within 30 minutes) lab result (within 30 minutes) 10.0 inr. Pt therapeutic range 2.5 to 3.5. Coumadin dosage held and vitamin k administered. No adverse events or serious injury reported.

Manufacturer narrative:
Investigational info: follow up contact with customer in 2008 identified: specific concern with inr results greater than 5.0 with signature+. Customer has implemented policy to conduct lab test when signature+ result > 5.0 inr. Customer has not had further occurrences of inr > 5.0 since report. Customer does not want to return instrument for itc investigation. MFR's results - MFR unable to perform eval/investigation due to no product returned by user facility. MFR's conclusions - MFR unable to perform eval/investigation due to no product returned by user facility.